Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth and was swallowed. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had not been completely depressed before the clinician attempted to release the capsule so the push wire did not advance the capsule trocar needle . The analyst was able to completely depress the plunger without resistance.